Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 22g 1-1/4in tw had a sealing issue with the packaging. This was discovered before use. The following information was provided by the initial reporter: deca cr-cn: sealing issue primary packaging needle and connector.

Event description:
It was reported that needle 22g 1-1/4in tw had a sealing issue with the packaging. This was discovered before use. The following information was provided by the initial reporter: deca cr-cn: sealing issue primary packaging needle and connector.

Manufacturer narrative:
H.6 investigation summary: six photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the needle unit package was packed with other medical devices in one packaging and that the needle unit package was observed with a opening at the seal tab area; however, the photo is unable to show if there is any indication of the sealing transferring to the bottom web. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the photo was unable to show if there is any indication of the sealing transferring to the bottom and web and that no abnormalities were detected during production of the affected batch, a root cause could not be determined. If a sample becomes available, the complaint will be re-opened and re-investigated. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Photo evaluation: from the photos, observed the followings: the needle unit package was packed with other medical devices in one packaging. The needle unit package was observed with opening at the seal tab area but the photo is unable to show if there is any indication of sealing transfer to the bottom web. Able to confirm the customer experience based on the photo evaluation. End user risk assessment: as per p-eura document, rm553, severity is severe (s4) as open seal will potentially result in non-sterile product. Produced quantity: (B)(4). Occurrence is remote (o2) . The risk level is determined to be medium per CPR-028. H3 other text : see h.10.